Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading between 60-70 mg/dl. The patient self-treated with (3) glucose tablets. Despite this, the patient¿s cgm value dropped to low mg/dl. The patient did not have a bg meter to use for comparison. The patient was experiencing a headache, nausea, loss of appetite, lightheadedness, and presyncope. The patient¿s neighbor took her to her doctor¿s office. At the doctor¿s office, the patient¿s bg meter reading was 62 mg/dl and the cgm value at this time was not reported. The patient¿s blood pressure was also found to be very high which alarmed her doctor. The patient was treated with IV fluids and then sent to the emergency room (ER). At the ER, the patient was treated with an unspecified medication for nausea, an unspecified medication for blood pressure, another unspecified medication in her IV fluid, and b12 and magnesium supplements. The patient also recalled getting a few unspecified injections that were not insulin. On (B)(6) 2025, the patient had an MRI and her cgm device was removed. The patient was discharged home after 9 days. On (B)(6) 2025, the patient had a follow-up with her doctor and received a steroid injection and was also prescribed an oral steroid medication. The reason for the steroid medications were not mentioned. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.